Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin was squirting out during the fill tubing process. The customer¿s blood glucose was 90 mg/dl at the time of incident. Customer reports the load reservoir process did not complete without insulin exiting the tubing and insulin did exit out of the tubing and customer states insulin did not continue to drip after the motor stopped. The customer report the pump error a broken force sensor was detected during seating or regular delivery in the history. The insulin pump will be returned for analysis.